Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was not provided. Reportedly, a new cartridge was loaded, and insulin delivery was resumed; however, the altitude alarm recurred. The customer reverted to manual injections for insulin therapy.